Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and new york heart association (nyha) functional class iii underwent an initial implant procedure with a transcatheter valve, in the aortic position. The patient had comorbidities including diabetes mellitus (treated with insulin), dyslipidaemia, hypertension, and a family history of ischaemic heart disease. Ongoing pharmacological therapies included asa, ace inhibitors, beta-blockers, calcium channel blockers, and other medications. No acute or late complications occurred during the initial procedure, and the patient was discharged home. At a follow-up visit, standard electrocardiography conducted on two occasions showed no abnormalities. However, an echocardiogram at follow-up 5 years and 10 months following implant detected moderate intraprosthetic aortic valve insufficiency.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.